Event description:
A customer reported low vacuum while using the I/a handpiece during surgery. The console was exchanged to complete the case. There was no harm to the pt.

Manufacturer narrative:
No it handpiece o-rings (replacement kit) were received for low vacuum. No lot number was identified with this complaint, therefore, the mfg device history record for this complaint could not be reviewed. Complaint info indicates the o-rings were examined and were deemed "bad". O-rings were replaced and everything worked properly. The complaint does not indicate if the o-rings present on the tips were used o-rings or new from the replacement kit. The root cause could not be determined. (B)(4).